Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive after unlocking, allowing the user to slide to unlock but preventing selection of on-screen options, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive interface and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.